Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with and enteral feeding pump. Customer says that pump should run all night but that after 2 hours of running is stops and they cannot get it to start again, tubing is changed every day. There was no change in patient therapy or harm as the caretaker would restart the pump manually after several tries. No one could confirm whether there was an alarm.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit stops running after two hours. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.